Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 05, 2018 was filed inadvertently. There was no infection but rather a foreign body reaction.

Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection at the abutment site. Explantation is planned but had not taken place at the time of this report.